Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fph service center in (B)(4), where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the service report and photograph provided by the fph service engineer. Results: the fph service engineer confirmed that the gas outlet port of the subject neopuff unit was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was repaired and returned to the hospital facility after passing the performance tests specified on the product technical manual.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the patient connector port an rd900 neopuff infant resuscitator was damaged. There was no patient involvement.